Event description:
Patient reported left side capsular contracture, baker grade IV and rupture. The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Photographic device analysis: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture.

Manufacturer narrative:
Visual analysis: device photograph(s) for the device related to the reported event of capsular contracture and rupture was reviewed on november 14, 2022. Visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Capsular contracture: unable to observe as it is a medical event that is not related to the device. It is not possible to determine the lot number or catalog through the photos provided. Refer to ps-qp-onev-115717: covid-19 quality plan - complaint handling.

Event description:
Patient reported left side capsular contracture, baker grade IV and rupture. The device has been explanted and replaced.